Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient experienced a hypoglycemic event with the lowest documented glucose of 62 mg/dl while using the ilet system. After running high earlier in the day, the patient became unresponsive in a public setting, and a bystander reported a seizure to the patient¿s mother. Ems treated the low glucose until stabilization without hospitalization. Symptoms included loss of responsiveness and seizure consistent with hypoglycemia. Outcomes included ems intervention with oral glucose and recovery without admission. Investigation included complaint intake, user interview, and review of the blood glucose event details. Investigation of this case revealed that the precipitating cause of the hypoglycemia was unclear. It was concluded that a device malfunction could not be determined based on the available information and that user and clinical factors could not be ruled out. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.